Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient had a revision because the ins battery was bothering them, poking out, and causing pain, however there was not an allegation of erosion. At the time of the call the patient was also having trouble with the patient programmer (pp) in that the programmer would not turn on. The batteries in the programmer were replaced and the issue was resolved. The pp was confirmed to be functioning normally. There were no further complication reported or anticipated.